Event description:
From global pharmacovigialnce this is a spontaneous report, from a consumer to global in the USA, of a patient (pt) that made a mistake involving touch contamination. It was reported that hand germs were found within the pt stomach, and lead to peritonitis coincident with dianeal pd4 ambuflex therapy. On (B)(6) 2011, the patient began treatment with dianeal pd4 ambuflex therapy (dose, frequency, and lot number not reported), intraperitoneally (ip) for peritoneal dialysis (pd). Dianeal therapy was ongoing. During a call with baxter customer services, the following was reported. On an unreported date, the pt made a mistake involving touch contamination and had germs within the stomach (hand germs), which caused peritonitis on (B)(6) 2012. On (B)(6) 2012, the patient was hospitalized for peritonitis. The peritoneal effluent culture was not performed. On (B)(6) 2012, the patient was discharged. Peritonitis is recovering.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. This condition of a breach in aseptic technique was confirmed, as it was reported that there was a breach in aseptic technique. However, the assignable cause code could not be determined, since it is unsure why the patient had a breach in aseptic technique.